Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill and the pump was empty for 9 days. The patient reportedly was "detoxing" which was later clarified as going through withdrawals. It was stated that the patient was "pretty sick" and had severe pain. It was noted that the patient had been refilled since then and the "pump was working." A follow-up appointment was scheduled for (B)(6) 2012. It was stated that he patient currently was homeless and was "living in her car." The caller stated that she could feel the pump "spitting stuff out", which was clarified as the pump was moving (working). The patient had gained and lost weight. The patient verified that the pump had not flipped and that the healthcare provider (hcp) was able to access the pump (usually took 20 minutes). The patient denied hearing any audible alarms. There was no indication of any reservoir volume discrepancies. It was also stated tha t the patient slept most of the withdrawal symptoms off during that time. It was known that morphine was the main drug in the pump. The patient could not recall what else was in the pump. The patient outcome was unknown. Any additional information received will be included in a supplemental report.